Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found the reported phenomena. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based on the information from sorc, there was the possibility that these phenomena were attributed followings. The error e216 was displayed, and the noise appeared temporarily; the malfunction of the ccd unit or the failure of the printed-circuit board in the scope connector or some problem of another device in the system. The repair glue of the objective lens was cracked; the external force or the chemical stress.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the scope communication error e216 was displayed. In addition, during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the followings. The noise appeared temporarily on the endoscopic image when the bending section of subject device was angulated. The repair glue of the objective lens was cracked. There was no report of patient injury associated with the event.